Event description:
Information was received indicating that a smiths medical cadd administration set was used in a cadd epidural infusion. The infusion started and hours later, the pump read that the infusion ended, but the bag was still filled with medication. The issue had been ongoing for several months. There was no patient or clinical injury.